Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient was monitored overnight and the following morning do to an unrelated hospitalization, a finger heart rate monitor displayed a rate of 23 beats per minute (bpm) when the programmed setting rate should have been 40bpm. Technical services (ts) assessed possible causes of the displayed rate. Further follow up was planned. This device remains in service. No adverse patient effects were reported.